Event description:
A us distributor contacted zoll to report the monitor sn (B)(4) would not communicate with an electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) is complete. The reported problem (monitor does not communicate with a belt) was confirmed. As received, the monitor did not communicate with a belt. Upon investigation, the belt receptacle was snapped from the case, the wires for pins 6 and 8 were cut, and the guide pins were missing. The cause of the test failure was the damaged belt receptacle. The root cause of the damaged belt was physical abuse. No adverse event resulted from the defective electrode belt.